Event description:
A malfunction was reported on a customer's pump. Blood glucose levels were not adversely impacted and did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.